Manufacturer narrative:
Investigation . X-review DHR x-inspect returned samples . Analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 11/4/2014 under wo #(B)(4) and shipped on 09/22/2016. Manufacturing record review: DHR 168343 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned repair log (B)(4). Visual evaluation: visual examination of the complaint unit revealed physical damage to the triggers. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause is being attributed to handling error. An impact to the device is consistent with the damage to the trigger. *correction and/or corrective action the unit was repaired, tested and returned to the customer. No further corrective action is necessary. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Pieces missing. Confirmed complaint: trigger broken off. Repair order (B)(4). 1216677-2022-00012 wallach ultra freeze (B)(4). E-complaint - (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Pieces missing confirmed complaint: trigger broken off repair order 97590 wallach ultra freeze 900076. (B)(4).